Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly. The customer reported that the time was off. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the bolus amount was scrolling faster. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons functioned properly however, moisture damage was found on the keypad traces. No stuck buttons, jumping, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was monitored for four days with 2.0 basal rates and was programed with current date and time. The insulin pump functioned properly. No time clock anomaly noted during testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.